Event description:
New information received notes that the right ventricular lead noise was causing pacing inhibition. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high ventricular rate episodes due to right ventricular lead noise was observed on merlin.net transmission. Noise was reproducible with minimal movements in clinic and was seen in bipolar and unipolar sensing. Patient is pacemaker dependent and has been experiencing dizzy spells since (B)(6) 2019. Device was reprogrammed and patient was scheduled for lead revision procedure. During procedure on (B)(6) 2019, physician was unable to gain access through the vein. Procedure was cancelled and the physician ordered a CT scan to better understand the vasculature anatomy of the patient. Another date for lead revision is not scheduled yet. Patient was stable throughout the event.